Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes that there was discolored / abnormal additive form. The following information was provided by the initial reporter: stage: after opening the package defect: anticoagulant condenses on the inner wall of the pipe.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 25-oct-2023. H3. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The sample and photos were reviewed and the indicated failure mode for additive abnormality was observed. Large droplets of additive were observed on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes that there was discolored/abnormal additive form. The following information was provided by the initial reporter: stage: after opening the package. Defect: anticoagulant condenses on the inner wall of the pipe.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H6: investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Large droplets of additive were observed on the inside wall of the tube from rundown of the additive when additive is applied onto the interior walls of the blood collection vessel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.